Event description:
A power source alert was reported, indicating an issue with the pump's charging. There was no adverse impact to the customer's blood glucose level. After using the tandem charging cable and wall adaptor and leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump began charging, resolving the issue without further assistance needed.